Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose of 577 mg/dl, and the family observed insulin leakage from the ilet pump, elected to disconnect, administered manual insulin per healthcare provider guidance, and then reconnected the pump approximately two hours later; the precise leak location was not identified when supplies were changed. Symptoms included hyperglycemia. Outcomes included recovery of glucose to target range after manual insulin without hospitalization. Investigation included telephone follow-up, user troubleshooting, and collection of a blood glucose questionnaire. Investigation of this case revealed that the cause of the elevated glucose and reported leakage remained undetermined because the leak source was not confirmed and no device component was isolated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.